Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet. A mitraclip xtw was inserted, and grasping was performed. However, while grasping the leaflets, one gripper became caught on the anterior leaflet, and a gripper actuation issue occurred. Troubleshooting was performed and the clip was able to be inverted and become free from the leaflet. However, a small chordal injury was observed on the atrial side of the anterior leaflet. The clip was removed from the patient. While outside the patient, the clip was examined and the gripper actuation continued to occur. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided, a cause for the reported difficult to remove (clip becoming caught in anatomy) resulting in a single gripper actuation and tissue injury (small chordal injury) cannot be determined. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a